Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited inappropriate shock and anti-tachycardiac pacing. This inappropriate therapy was due to incorrect interpretation of signal. The device was successfully reprogrammed. The patient was stable and asymptomatic.